Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, the returned receiver (part number (B)(4)/lot number 5206564) was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. The receiver log was downloaded and, upon review, confirmed the reported event of inaccuracies. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter that was being used at the time event was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the device failed. A pairing test was performed and the device failed. A voltage test was performed and passed and confirmed the reported event of inaccuracies. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 05/02/2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported. The complaint device was not returned for evaluation. The data log was not received for investigation. The reported event of inaccurate blood glucose values cannot be confirmed. However, the receiver ((B)(4)) that was used with the complaint device was returned for evaluation on 05/19/2016. The investigation is not yet complete. A follow-up will be submitted upon completion.